Manufacturer narrative:
Investigation summary: no samples and no photos were received from the customer facility for evaluation. 10 in house retention samples were evaluated and tested. The customer¿s failure mode of ¿stopper pop off¿ was not observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It has been reported that the bd vacutainer® no additive (z) tube has been found experiencing 100 occurrences of stoppers popping out during use. The following has been provided by the initial reporter: it was reported that the caps are popping off. We have been consistently having issues with caps (recapped) staying on one of our vacutainer tubes (clear top used for urine chemistries). These blue caps that are used for recapping purposes come from our automation line vendor and usually work fine with all other vacutainers that come from bd but this particular one. The caps popping everywhere from these urine chemistry tubes are causing downtimes for us and extra manual handling for our teams.